Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old male patient, the device was unable to obtain ECG signal via cables. The patient was in supraventricular tachycardia (svt) and received a dose of adenosine, which was successful in converting the patient back to sinus rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.